Event description:
It was reported that after the infusion set and supplies were changed, the user experienced elevated blood glucose, with a reading of 223 mg/dl, while using an ilet system with a teflon infusion set; there were no pump alerts or alarms, and the user had eaten prior to the high reading. Symptoms included hyperglycemia. Outcomes included continued use of the pump and monitoring without hospitalization. Investigation included phone-based troubleshooting and education, review of pump status for alerts, and guided replacement of the infusion set. Investigation of this case revealed no device alarms and a removed cannula that was not bent; the event was consistent with postprandial hyperglycemia or possible transient infusion site issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.